Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a mildly tortuous and a moderately calcified superficial femoral artery (sfa). A 4.0 x 40, 75cm mustang balloon catheter was advanced to dilate the target lesion. However, upon first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.